Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was found to be in safety mode due to resets. Subsequently, the crt-d was explanted and replaced. No additional adverse patient effects were reported.